Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that an impella cp pump was implanted in a patient with acute myocardial infraction/cardiogenic shock. The access site had a wound vac placed as access was obtained through a lymph node. The patient survived and the impella cp was replaced with an impella 5.5.

Manufacturer narrative:
The investigation of vascular damage peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H5 was erroneously selected on the initial manufacturer device report number 1220648-2025-27882.